Event description:
It was reported that during a follow up surgical appointment the patient had complained of leg pain in the left leg and inner thigh. The patient¿s healthcare professional (hcp) ran impedance checks and they had some questions. The patient¿s program was changed at that time. At a later follow up appointment, a manufacturing representative checked impedances and found less than 50 ohms and greater than 4,000 ohms on electrode zero. The patient stayed on the same program that they had been on initially. Following reprogramming the leg pain was gone. The patient status at the time of this report was alive with no injury. The patient was doing well and they were pleased with the symptom relief.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0gp2s, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).